Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 30may2024. The wire was manipulated or withdrawn through the needle. No resistance was noted during the wire advancement. There were no difficulties advancing either the dilator or the catheter over the wire. Further education is planned for the staff and physicians who use this device.

Event description:
It was reported that the wire guide from a wayne pneumothorax set unraveled. The device was required for chest drain placement. After the dilator and pigtail catheter were placed, removal of the wire guide was attempted, but the wire was impossible to remove despite all efforts. It was then discovered that the wire unraveled. Therefore, the wire guide and catheter were removed, and a new device was obtained to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: pharmacy intern. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrections: h6 (annex a). Investigation ¿ evaluation: it was reported that the wire guide from a wayne pneumothorax set unraveled. The device was required for chest drain placement. After the dilator and pigtail catheter were placed, removal of the wire guide was attempted, but the wire was impossible to remove despite all efforts. It was then discovered that the wire unraveled. Therefore, the wire guide and catheter were removed, and a new device was obtained to complete the procedure. It was reported that the wire was manipulated or withdrawn through the needle. No resistance was noted during the wire advancement. There were no difficulties advancing either the dilator or the catheter over the wire. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as inspection of the provided photos from the malfunctioning device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, photos provided by the customer confirmed that the wire was unraveled and in the lumen of the catheter. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook reviewed the device master record for the affected lot and recorded no non-conformances. A search on the subassembly lots found related non-conformances for coil damage and offset coils in which all non-conforming material was scrapped. There are 100% inspections in place to identify this failure before shipping. A database search for complaints on the reported lot found no additional complaints reported from the field. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ packaged with the device contains the following in relation to the reported failure mode: instructions for use: ¿7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. 9. Remove the wire guide and catheter obturator.¿ based on the information provided, the provided photos, and the results of the investigation, cook concluded that unintended use errors contributed to this event. It is possible the wire guide became damaged while being manipulated/withdrawn inside the needle. The needle is sharp and can easily catch on the wire guide causing damage. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.